Manufacturer narrative:
The reported device was evaluated and the reported event of stuck pinch valve was able to be confirmed. There was significant blood ingress noted in the valve upon disassembly. Device user noted that the previous case had a lot of blood and blood spill. After cleaning and reassembly of the pinch valve, the device subsequently passed all testing. The cause of the reported issue was blood ingress.

Event description:
It was reported that the portal pinch valve failed to operate as expected despite troubleshooting. The graphical user interface indicated the valve was closed; however, a physical review confirmed it remained in the open position. At the time of the observation, there was no liver on-board the device.

Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.